Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump black box showed an unexplained pump reboot. A visual inspection of the pump revealed the battery compartment was cracked. The returned battery cap was able to fit securely to maintain an electrical connection. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The pump powered on with audible using the test battery cap with tones and vibrations indicating that there was power to the pump. The pump was exercised for 24 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or damage was observed on the printed circuit board. The complaint of a power issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.